Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the false negative result. Investigation could not be completed due to lack of information. Lot number, cartridge serial number and reader serial number were not provided.

Event description:
Customer reports false negative results for himself, his wife and his daughter when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for the wife. See related cases for alternate false negative results. On (B)(6) 2022, customer reports wife received a false negative result the previous weekend when using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Exact test date not provided. Individual was symptomatic. Although requested, customer did not respond to technical supports three attempts to obtain further information.